Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor restarting when the screen was touched, was unconfirmed as the issue was not observed or duplicated when checked by technical service. The unit was operationally checked - the unit did not restart when the screen was touched. The unit responded properly to touchscreen commands. The system monitor was tested and returned to the rental/loaner pool. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was built in jul2012. The packaged system monitor was placed into inventory on 01aug2012. The unit was placed into the rental/loaner pool on 30oct2012. The rental/loaner unit was shipped to the customer on 28oct2018. Setup and use of the system monitor with the heartmate power module are documented in the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (system monitor), the heartmate ii lvas IFU (system monitor) and the heartmate power module IFU (setting up the system monitor for use with the power module). Handling precautions when the system monitor is mounted on the power module are documented in the heartmate 3 lvas IFU (mounting the system monitor), the heartmate ii lvas IFU (mounting the system monitor onto the power module) and the power module IFU. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor would reboot after touching any button on the display. All connections were checked. The system monitor was switched off and on and a different cable was tested but the problem persisted. The system monitor was exchanged.